Event description:
Patient (pt) reports was doing infusion and halfway through, the pump made a noise and then just stopped working. The patient said if she needs a new pump, she could get one and then she has enough supplies to finish infusion tomorrow. She normally does them on monday and thursday. Unknown if patient had any interruption in therapy. No adverse events reported. Unknown if device available for return. Pharmacy is sending a replacement pump. No other specifics regarding defective device. Pump: serial number and expiration date: unknown. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? No. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.